Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use on a (B)(6) pound male patient, the therapy was completed with no issue with the quattro catheter placed in the patient's body for 4 days. After successful therapy with a quattro catheter, a solex catheter was placed in the patient's body. After three days, the therapy was stopped due to console exhibited an alarm and blood was noted in the tube of the suk. The arctic sun system was used to continue with the therapy. No patient harm or consequence was reported on this event.

Manufacturer narrative:
The report of catheter leak was confirmed during functional testing of the returned solex 7 catheter (lot #69582). Visual inspection of the catheter upon receipt revealed no visual discrepancies or issues. All lumens flushed as intended and no leaks were observed during flushing. The catheter was functionally tested and a pinhole leak was observed at the proximal end of the balloons after connecting to an inflation device pressurized up to 45 psi. No abnormalities were observed on the catheter which may have contributed to the symptoms for the pinhole leak. During manufacturing all solex 7 catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent deformity in the balloons which resulted in eventual leak under pressure. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for solex catheter lot # 69582.